Event description:
Patient status post laryngectomy for squamous cell ca. Had radiation therapy and esophageal stenosis requiring periodic esophageal dilatation. Patient has returned to this area from california to live with family. (Surgery done, device implanted in california). Uses sthe bloom-singer voice prosthesis to speak through a tracheoesophageal puncture. Patient inhaled prosthesis and a bronchoscopy was performed tp retreive the device. Due to the fact that this patinet had the procedure performed in and out of state hospital, the enclosed information was all that was avalialbe to this hospitalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.